Manufacturer narrative:
Device (B)(6) relates to (B)(6) for the reported event of the needle failing to retract. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a excelon transbronchial aspiration needle device was used during a bronchoscopy procedure to obtain a biopsy sample in the trachea. According to the complainant, during the procedure, the needle was driven out of the shaft, and the lymph node was punctured. However, the surgeon was not able to create a vacuum, as the shaft of the needle has been loosened from the handle. Because it loosened from the handle, they were unable to retract the needle. The needle was able to be removed from the scope and another excelon transbronchial aspiration needle device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.